Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seal cracked while loading into the delivery tube. A third heartstring seal was also slightly cracked but the surgeon used it to complete the procedure. No pt complications were reported by the hosp.